Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient presented for routine battry change due to eri. Upon pre-procedure interrogation, pocket stimulation was noted. The right ventricular lead was capped and replaced because of its old age. The patient was stable pre and post operation and did not experience any distress.